Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned separated with the bypass tube lodged within the valve of the sheath cap. The carrier tube was also returned in rear lock position with the suture, collagen, and anchor deployed form the carrier tube tip. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: interventional radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the steps for deployment were followed as per instructions for use. When the angio-seal device was being pulled back to seal, the foot plate and collagen did not deploy, and the device came out intact (foot plate and collagen still inside). There was no life-threatening injury, permanent injury to body function or body structure, and/or require intervention to prevent permanent injury. There was no known affect to the patient or adverse event. It was unknown if the procedure was completed successfully. Additional information was received on 03sep2024: hemostasis achieved by manual compression. Procedure that was being performed for patient was femoro-popliteal angioplasty. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. When the device was being pulled back to seal, the foot plate and collagen did not deploy, and the device came out intact (foot plate and collagen still inside), with no suture exposure. A pre deployment angio was not done this was because the initial access was by ultrasound guidance so vessel access by sheath was seen and determined to be in the common femoral artery (cfa). The patient was stable.